Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit was given error code messages of data acquisition (da) pcba adc reference failed; machine and proximal pressure sensors failed; and ovp circuit failed. The customer reported there was no patient involvement.

Manufacturer narrative:
Attempts have been made to try to obtain additional information and repair information but no response received from the customer. A follow up report will be submitted if and when new information becomes available. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed.